Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 32 mmol/l. The customer experienced symptoms of high blood glucose level such as nausea and abdominal pain. Customer was treated for high blood glucose level with bolus with the insulin pump. Insulin pump was not on auto mode at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case and pillowing keypad overlay. (B)(4).